Event description:
The customer reported that the ac inlet had pulled away from the power module and that the wires were broken.

Manufacturer narrative:
(B)(4). The customer reported that the ac inlet had pulled away from the power module and that the wires were broken. The customer ordered an ac power module under warranty which resolved the failure. As of (B)(6) 2010, there have been no further reports of this issue from this customer site. We will consider this failure a malfunction of the ac power module.